Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the core wire by approximately 3.4cm. The core wire tip was exposed. The detached segment remained stuck to the pebax coating. There was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. Sanding marks were found on the core wire. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There are investigations in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03028 and 3005099803-2015-03029 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography with stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip became detached, exposing the tip of the metal corewire. A second jagwire was used and the hydrophilic tip also detached, exposing the tip of the metal corewire. No part of the guidewires detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03028 and 3005099803-2015-03029 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography with stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip became detached, exposing the tip of the metal corewire. A second jagwire was used and the hydrophilic tip also detached, exposing the tip of the metal corewire. No part of the guidewires detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.